Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported by the biomed that the customer was experiencing a higher than normal rate of cracking and breaking of the bezels at their facility. The customer did not specifically state whether the bezel posts were affected, or another location on the bezel, however there have been many bezel replacements recently. There was no report of patient harm, delay of therapy, or an over or under infusion. No device will be returned for investigation at this time. A site visit was scheduled a week later, and more details were obtained regarding several cracks, breaks, and at least one separation of the bezel posts from that visit.